Manufacturer narrative:
Device expiration date. This is a non-sterile device with no expiration date. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used. According to the complainant, the brush broke and was lodged in the red valve port. The problem was noticed before the scope was used on a patient. There was no patient involved in this event.